Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called and reported alarms during treatment on (B)(6) 2015. During review of treatment data on the cycler an overfill was noted. Drain 0-3408. Fill 1-2512 - drain 1-5774; fill 2-2503 - drain 2-3239; fill 3-2502 - drain 3-3277; fill 4-2403 - drain 4-2681. The reported drain volume of 5774 was 231% over the expected drain volume resulting in a reportable device malfunction. There was no patient injury related to the high drain volume.